Manufacturer narrative:
Based on the claim against the product by the customer noting a c-01 error on erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu reported was analyzed and reported failure could not be reproduced. The unit was energized and cauterized, and all ports recognized instruments. C-00 errors are persistent in error log. The complaint regarding a c-01 error on erbe was not confirmed based on the failure analysis investigation evaluation.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, there was a c-01 error on erbe. The customer reported an error on the erbe. The customer had changed out cable. Intuitive surgical inc.(isi) technical service engineer (tse) had the customer change out instrument and port on erbe with no change. Tse had the customer restart the generator and it was working normally at the end of call. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it did power without errors. Dvstat was contacted. The procedure was completed laparoscopically with a bovie. The port incisions were not increased, and no additional ports were placed. There was no patient injury or harm.